Manufacturer narrative:
Corrected data: h10 - "excessive vault" should be corrected to "low vault" in previous MDR. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, vicmo13.2, -15.50 diopter, implantable collamer lens was implanted into the patient's left eye (os). Refractive surprise and excessive vault were observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that refreactive surprise has been observed in patient. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.